Manufacturer narrative:
The tech found the side rail latch hardware was missing. The tech replaced the side rail latch roller guide, screw and bushing to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.